Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, multiple cartridges presented with a roughened inside edge. The surgery was completed with no patient impact.

Manufacturer narrative:
Three used company iii (d) cartridges were returned loose in a bag. All three company cartridges show signs of use. All three cartridges have evidence of being placed into a handpiece. One cartridge is broken with the tip removed at the parting line. The tip was not found with the samples. The other two cartridge tips were evaluated. Both tips have light stress which is expected with a lens delivery. The tips are smooth and have no burrs or roughness observed. Both of the company cartridges were cleaned for further evaluation. No roughness or burrs were observed in the inner lumen. Photos were provided of three used company iii (d) cartridges. No abnormalities were visible in the photos. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The returned company iii (d) cartridges were evaluated. One cartridge tip is completely broken (not found). The other two cartridges were evaluated. The reported issues were not observed. The tips have light stress which is expected with a lens delivery. The tips are smooth and have no burrs or roughness observed. The two intact company cartridges were cleaned for further evaluation. No roughness or burrs were observed in the inner lumen. All company cartridges are 100% inspected for roughness and burrs, which are not acceptable. Company cartridges are injection molded and would not have "cut off" areas. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. The manufacturer internal reference number is: (B)(4).